Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR:2134265-2017-08401. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was partially recaptured two times to move the device more proximal. The was intact and there were no kinks present prior to the full recapture attempt. The position resulted in the device being too proximal in the appendage necessitating full device recapture. When they were attempting to perform a full recapture, the device anchors would not enter the sheath. Significant force was applied to recapture the device without success. After additional force was applied, the was became kinked in multiple locations. At this time the device was still exiting the was. The wds and was were withdrawn across the septum through inferior vena cava (ivc) and exited the body. The procedure was completed with another of the same device. The patient had a normal post procedure course/hospital stay and was discharged.

Manufacturer narrative:
Device evaluated by manufacturer: the return product consisted of watchman delivery system (wds) inside a watchman access sheath. The sheath, tip, implant and core wire were microscopically examined. The implant was protruding 7mm from the tip of the was. The tip of the was pulled into the shaft of the was due to the implant, with the implant anchors protruding through the tip/shaft of the was. Due to the anchors protruding through the shaft of the was, the wds was unable to be removed from the was and the portion of the shaft, implant and the tip were not able to be inspected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08401. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device & delivery system (wds) along with a watchman access system (was) were used. The closure device was partially recaptured two times to move the device more proximal. The was intact and there were no kinks present prior to the full recapture attempt. The position resulted in the device being too proximal in the appendage necessitating full device recapture. When they were attempting to perform a full recapture, the device anchors would not enter the sheath. Significant force was applied to recapture the device without success. After additional force was applied, the was became kinked in multiple locations. At this time the device was still exiting the was. The wds and was were withdrawn across the septum through inferior vena cava (ivc) and exited the body. The procedure was completed with another of the same device. The patient had a normal post procedure course/hospital stay and was discharged.